Event description:
As reported, in 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. The final angiogram showed that the left renal artery had been unintentionally covered and the right renal artery was partially covered; however, both renal arteries filled with antegrade blood flow and the pt was producing urine. The physician chose to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.